Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: suspected alcl. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient reported being "misdiagnosed with and treated for inflammatory breast cancer, an aggressive cancer that blocks the lymph vessels in the skin, causing the breast to become swollen and red." Further reported was "after 18 rounds of chemotherapy and a unilateral mastectomy [the] doctors realized [the patient] never had breast cancer. Instead, [the patient] had breast implant¿associated alcl. By the time [the patient] received the second diagnosis, the lymphoma had spread to other parts of [the] body." Pathological markers confirming alcl have not been received. The side of this record is unspecified. The device remains implanted. The manufacturer of the device is unknown at this time.